Event description:
Report received of an overdelivery. The customer contact indicated, "this incident was due to a possible calculation error or a pump malfunction." The pump was programmed to deliver dilaudid 6mg/30ml, in the pca+continuous mode, a 0.2mg pca dose, a continuous rate of 0.2 mg/hr, a 10 minute patient lockout, and a 1.2mg 4 hour limit. At an unspecified time, the nurse reportedly changed the 4 hour limit to 6mg without the physician authorization. At 1115 , the patient was found "unresponsive, with a respiratory rate of 10 breaths per minute." The patient was treated with an unspecified dose of narcan and reportedly "recovered." The pump was removed from clinical service and therapy was resumed using unspecified oral pain management therapy. There were no reported adverse patient sequelae. Though requested, no additional information was provided.